Manufacturer narrative:
The device will not be returned for evaluation as it was suggested to dispose of the device since it cannot be repaired. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a jaws "hiq+", bipolar, 5 x 330 mm, dissection forceps, the forceps was broken, and the insulation was incomplete. The event occurred during preparation for use. The therapeutic laparoscopic procedure was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and third party device evaluation. The device was returned an evaluated by a third party service center. According to the third party inspection results, the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, since the lot number is unknown, the manufactuer date is unavailable. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to a short circuit from improper handling. The distal jaws were either constantly touching each other without tissue contact during application or there was unintended contact with other equipment. Olympus will continue to monitor field performance for this device.